Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and there was a blockage in the cartridge. Customer change the pump supplies to address the issue. Customers blood glucose was 3240 mg/dl.